Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or pt injury and medical records have not been provided. We have contacted the initial reporter to request additional info and to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation info is obtained, this report will be updated.

Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 2009 - the pt underwent implant of a bard flat mesh during a vaginal sacral colpopexy. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.